Event description:
It was reported that this left ventricular (lv) lead was an attempted implant due to an unknown product performance anomaly. No adverse patient effects were reported. Another lv lead was successfully implanted.

Manufacturer narrative:
This lead has not been returned; therefore, technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how it may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was an attempted implant due to an unknown product performance anomaly. No adverse patient effects were reported. Another lv lead was successfully implanted. Attempts to obtain additional information were unsuccessful. Should additional follow-up information regarding the reason for the attempted implant be received, or the lead returned, an updated report will be issued.